Event description:
The complainant reported a 73-year-old female patient presenting for post cardiotomy cardiogenic shock. During impella support, the patient experienced hemolysis for which 11 units of prbc were provided. A transesophageal echocardiogram (tee) showed that the impella had flipped positioning and was pointed towards the septum. As a result of the hemolysis, the decision was made to explant the pump prematurely.

Manufacturer narrative:
The impella device was not returned by the customer and therefore; investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.